Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. A temporary pacer was inserted as no pacing was observed. The device was unable to be interrogated and was alleged to be prematurely depleted. Additionally, the right ventricular lead exhibited inadequate capture and varying pacing impedance noted during the removal procedure. Further examination confirmed nominal lead electrical function, and the lead was left in place. No adverse patient consequences were reported.

Event description:
New information: received notes the interrogation problem unable to be confirmed, and lead issue noted to be known and not addressed due to nominal pre procedure measurements.